Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as "due to environment at home". On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. Four days after the event onset, pd therapy was discontinued and the patient's catheter was removed. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.